Manufacturer narrative:
Investigation: visual inspection revealed that the heater hook had detached from the tip and the jaws were somewhat burnt. There was considerable evidence of blood. Based upon the visual observations, the reported complaint for "wire separated" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 jaw that has the cutting wire completed separated from the tip. This occurred while in the leg. A new kit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.